Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR #1225714-2014-00341 and 1225714-2014-00342.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event and subsequently expired on (B)(6) 2012 during use of the product.